Event description:
The manufacturer received information alleging the low oxygen flow test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was evaluated at the manufacturer service center for evaluation. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. In conclusion, the device's grey removable foam was properly re-installed to address the issue. The root cause (is or isn't) confirmed at this time. Additionally, during the service of the device, the front enclosure case, rear enclosure case, base enclosure case, handle, and porting block were replaced for physical damage unrelated to the reportable issue. The cable clamp was replaced for missing and/or physical damage unrelated to the reportable issue. The device passed all final testing.